Event description:
The customer reported that there is a problem with the vertical table motion. When the press up button is pressed after the down button was pressed, the table goes down. Additionally the same problem occurs in the opposite direction. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).